Event description:
Customer reported the insulin pump alarmed iop test failure at 10:01 am. The device had alarmed three times in the last two hours. Customer stated the device stopped and prompt him to rewind. Customer stated the device alarmed during rewind and prime sequence. Temporary basal was not programmed before the alarm occurred. Self test was performed and test was completed. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.